Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no reported adverse impact to customer's blood glucose. Customer reverted to using multiple daily injections (mdi) as backup therapy.